Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with peritoneal dialysis therapy. The cause of the peritonitis and sepsis was reported to be performing therapy with a minicap that had an unspecified defect. The patient was hospitalized for the peritonitis event and was treated with vancomycin (route, dose, frequency and duration not reported) and gentamicin (route, dose, frequency and duration not reported). During the hospitalization, the patient was also diagnosed with unrelated medical conditions. The patient was discharged from the hospital eight or ten days later and was readmitted to the hospital for twenty two or twenty four days. Treatment during the second hospitalization was not reported. At the time of this report, the patient was recovering from the event and was being treated with doxycycline (route, dose, frequency, and duration not reported). The patient discontinued peritoneal dialysis therapy and was placed on hemodialysis. No additional information is available.